Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with meropenem injection (500mg, intravenous, three times a day, discontinued), amikacin injection (150mg, intraperitoneal, once daily, discontinued) and irome injection ( 500mg, intraperitoneal, once daily, discontinued) for peritonitis. Eight days after the event onset, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.